Event description:
The following information was reported to kci by the physician: on (B)(6) 2014, upon performing a dressing change, a "scant" amount of bleeding was noted due to the adherence of a foreign material alleged to be granuform dressing. A debridement was performed, and v.a.c. Therapy wa re-applied. Fifty milliliters per hour of a "blood mixed drainage" was noted, and v.a.c. Therapy was removed. The bleeding required cauterization, and "gauze was used to apply pressure hemostasis and bleeding stopped." Subsequently, a hematoma appeared was removed two times. The estimated blood los was one liter, and the patient received a blood transfusion. On (B)(6) 2014, it was reported that the size of the wound gradually decreased, and the wound was closed with a suture. The patient's condition was noted as "improved." On (B)(6) 2014, the device was tested per quality control (qc) procedure, and the unit passed the qc checks and met specifications prior to patient placement, on (B)(6) 2014, the unit passed the qu checks and met specifications post patient placement. No repairs were required.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hemorrhaging is related to v.a.c. Therapy. It was reported that on (B)(6) 2014, post debridement, hemostasis was not achieved prior to the application of v.a.c. Therapy, and the patient subsequently underwent hemodialysis. The physician reported that the patient was high risk for bleeding; the patient was taking tow anticoagulants for hemodialysis, and he did not consider the influence of these medications carefully. This report is being filed due to possible user error. Device labeling, available in print and online, states: with or without using v.a.c therapy, certain patients are at high risk of bleeding complications. The following types of patient are at increased risk of bleeding, which if uncontrolled, could be potentially fatal. Patient who have weakened or friable blood vessels or organs in or around the wound as a result of but not limited to: suturing of the blood vessel (native anastomosis or grafts) / organ, infection, trauma, patients without adequate wound hemostasis, patient show have be administered anticoagulants or platelet aggregation inhibitors, radiation, patients who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complication, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measure to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressing should not be used to prevent, minimize or stop vascular bleeding.